Event description:
It was reported the instructor performed the catheterization procedure as usual. Upon unpacking the Seton catheter, they found that one end of the Seton guidewire was stiff and thick, making it difficult to remove the Needle Cone. This made it easy to damage the front end of the puncture sheath while passing through it. The instructor discarded that Seton catheter, replaced it with a new one, and continued the procedure. No further information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. The device has not been received by the manufacturer for evaluation. Each event reported to BD is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.